Event description:
The customer reported that an 840 ventilator was inoperable. The failure happened when the device was not being used on a patient. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and gui alarm. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).